Manufacturer narrative:
It was reported that the ventilator alarmed for high pressure. The field service engineer confirmed the high pressure alarms. These were most likely caused by a expiratory filter becoming blocked because of condensation and/or crystallization of nebulised drugs. It was agreed to change bacterial filters with nebulators in use every four hours. The ventilator was later retested and cleared for clinical use. No further issues have been reported. No part was returned for investigation. The evaluation of received device logs confirms several occurrences of the reported high pressure alarms. High pressure may lead to injury and stop of ventilation. Actions when these alarms occur are to check the patient and the patient breathing circuit for blockages (liquid, mucus, kinks etc.), but also to check ventilator settings and alarm limits. Alarms will be generated when set alarm limits are exceeded. It is important to perform a pre-use check ventilator calibration immediately before starting ventilation. The conclusion is that the reported high airway pressure alarms were caused by a clogged expiratory filter and not a ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. Manufacturer's ref #: (B)(4).